Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a critical pump error. Customer¿s current blood glucose was 125 mg/dl. Customer also have the motor safety circuit failed test. Customer states the they did not clear they alarm. The insulin pump will return for the analysis.